Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2015-05694 and 2134265-2015-05782. It was reported that automatic pullback failure occurred. During a percutaneous coronary intervention (pci), an ilab ultrasound imaging system was used in conjunction with an opticross imaging catheter and a sled to view an unspecified target lesion. It was noted that during pullback at post intravascular ultrasound (ivus), "disconnected" was indicated and the pullback was stopped. The opticross imaging catheter was then reconnected many times; however, the issue was not solved. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.